Event description:
It was reported that the single lumen peripherally inserted central catheter (PICC) was found leaking at the white cross shaped piece and as a result, the patient was referred to PICC service for reinsertion of a new line. The insertion site was the brachial vein in the left upper arm. The date of insertion is unk; however, it was reportedly in place for some time, but did not leak until this point. There were no patient complications from the two day delay, however, there was a concern for an increased risk of infection and/or occlusion.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.